Event description:
The technician alleged the bed would not go into reverse trendelenberg mode. No patient impact.

Manufacturer narrative:
The technician found a wire disconnected from the connector. The technician reinstalled connector to housing and adjusted the trendelenberg switches to resolve the issue.